Manufacturer narrative:
Updated fields: b4, d8, g1 contact person mfg site, g3, g6, g7, h2, h6, h11 corrected fields: h6 investigation conclusions. One photograph was provided by the facility. The photograph were analyzed during the evaluation. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath and catheter. The returned sheath was over the catheter and partially covering the mid portion of the balloon. One kink was observed on the catheter tubing approximately 74.2cm away from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced near the rear seal. The evaluation confirmed the reported problem. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker not adhered to the inner lumen. A CAPA request has been generated for complaints that have been reported for movement of rear tantalum markers, see (B)(4). The condition of the iab as received indicated an occlusion and a kink in the inner lumen. An occlusion or kink in the inner lumen can cause difficulty monitoring the pressure waveform. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
One photograph was provided by the facility. The photograph were analyzed during the evaluation. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath and catheter. The returned sheath was over the catheter and partially covering the mid portion of the balloon. One kink was observed on the catheter tubing approximately 74.2cm away from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced near the rear seal. The evaluation confirmed the reported problem. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker not adhered to the inner lumen. A CAPA request has been generated for complaints that have been reported for movement of rear tantalum markers, see cr 1152770. The condition of the iab as received indicated an occlusion and a kink in the inner lumen. An occlusion or kink in the inner lumen can cause difficulty monitoring the pressure waveform. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Updated field(s): b5. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after seven days of intra-aortic balloon (iab) therapy, lisa, an intermittent low arterial pressure occurred. It was noted that an augmentation below limit alarm was generated. The customer went into detail of all the proper troubleshooting they had completed prior to calling into the esp line. They stated the systolic pressure had been in the low 100s but were now in the 40s. The getinge representative reviewed the screenshot of the iabp monitor that revealed arterial waveform artifact related to possible catheter tip malposition and low pressures. The getinge representative encouraged the customer to get a chest x-ray ordered to verify correct catheter tip placement between the 2nd and 3rd intercostal space, despite having one that morning. It was also explained that the patient was made a dnr that morning due to neurological issues, and the iab would be removed later that day regardless of the pressures. The getinge representative received a screenshot of what appeared to be an iab marker migration. There were what appeared to be 2 radiopaque markers above and at the 2nd intercoastal space. The getinge representative suggested they ask the physician to verify the placement of the radiopaque tip between the 2nd and 3rd intercostal space. The iab was removed after seven days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation conclusions), h11. Reference complaint (B)(4).

Manufacturer narrative:
Initial reporter occupation: nurse manager of (B)(6) additional initial reporter: (B)(6), an rn in (B)(6) the product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, lisa, an intermittent low arterial pressure occurred. The customer went into detail of all the proper troubleshooting they had completed prior to calling into the esp line. They stated the systolic pressure had been in the low 100s but were now in the 40s. The getinge representative reviewed the screenshot of the iabp monitor that revealed arterial waveform artifact related to possible catheter tip malposition and low pressures. The getinge representative encouraged the customer to get a chest x-ray ordered to verify correct catheter tip placement between the 2nd and 3rd intercostal space, despite having one that morning. It was also explained that the patient was made a dnr that morning due to neurological issues, and the iab would be removed later that day regardless of the pressures. The getinge representative received a screenshot of what appeared to be an iab marker migration. There were what appeared to be 2 radiopaque markers above and at the 2nd intercoastal space. The getinge representative suggested they ask the physician to verify the placement of the radiopaque tip between the 2nd and 3rd intercostal space. There was no patient harm or adverse event reported.